Manufacturer narrative:
Date of event: unknown, not provided. Catalog number: a complete catalog number is unknown, as the serial number was not provided. Serial number: unknown, information not provided. Expiration date: unknown, as serial number was not provided. Unique device identifier (UDI #): unknown, as serial number was not provided. If explanted, give date: not applicable, remains implanted in the eye. Telephone number: (B)(6). The device was not returned for evaluation as the lens remain implanted in the eye. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Device manufacture date: unknown as serial number was not provided. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) was implanted into patient's left eye. However, the lens had scratch and the patient was not happy. The patient was having glare constantly due to which they were not able to perform daily activities that they performed prior to surgery. The preoperative visual acuity was 20/100 and the post operative visual acuity was 20/40. The patient wants the lens to be explanted, however, there was no information provided confirming explant was performed. No other information was provided.